Manufacturer narrative:
(B)(4).

Event description:
The consumer reported having problems for a while feeling her stimulation unless she got jarred or about fell. The patient told her doctor about it and there had been no help so far. It had been off for at least a month if not longer. The patient had been sick and had many other health issues going on and it just dawned on her that she needed to get it done. The patient got the main battery charged, but could not go any further to charge the stimulator battery as the bars did not come up along the bottom. It was like the patient's information was not there. Relevant medical history included failed back surgery syndrome and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.